Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: twelve used devices and photos were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed, there was no faults found.

Manufacturer narrative:
H3/h6: device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined. H10: additional related report number "3012307300-2024-15072".

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported they received multiple units of fentanyl 2 mcg/ml-ropivacaine hcl 0.2% pf 100 ml ns yellow cadd fsff were non-operable. According to the complainant, the pumps were acknowledging that there was an occlusion in the line and would not allow the nurse to proceed with the infusion. The nurse tried 3 different pumps with 3 different epidurals and the results were the same. The complainant stated that they checked their current supply of the 100 ml epidurals and all of them were affected. No damage to be the tubbing or the bladders were observed that would have prevented the returned units of 100 ml ns yellow cadd fsff. Bubbles were observed along the tubing for some units and an indentation was observed along the tubing for the cadds in which the white pinch clamp was not on the pigtail. Flow from the cadds was achieved using an empty syringe to pull sample. There was unknown patient involvement.